Manufacturer narrative:
After battery installation, the device displayed a critical pump error on the lcd screen. There were water droplets on the inside of the lcd window. After further examination of the unit¿s interior, electrical board 1 shows signs of previous moisture presence and corrosion around the battery connectors, and on the connector between electrical board and electrical board. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Did not note any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the insulin pump received a open book image. Customer's blood glucose value was unknown. Customer reports they received the open book image on the insulin pump screen. The customer reported that the insulin pump was exposed to fluid. Customer states they do not hear fluid when shaking the insulin pump. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was assisted in troubleshooting. The device will be returned for analysis.